Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Health effect - impact code: "4629" should be removed and "2199" should be added. Medical device problem code: "3189" should be added. Claim# (B)(4).

Manufacturer narrative:
Claim (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -5.00/2.00/176 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a same size lens implanted vertically, due to low vault without rotation. The problem was resolved. Status of the eye is, "good." The cause of the event is unknown.